Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es station shows black screen with a prompt saying enter password. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which located 1 similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station screen had a black background and displayed a password field. The field service engineer (fse) inspected and reseated the solid-state drive serail advanced technology attachment cable and power cable to resolve the issue. The fse verified that after cycling the power, the station was functioning properly without any issues. The fse also confirmed user access through the medication application. The system functioned as intended after the field service engineer repaired the device. E1 - initial reporter facility name: (B)(6).